Event description:
Additional information received indicated that the patient was followed up in clinic and the physician elected not to intervene.

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. Upon review of the implantable cardiac defibrillator, it was noted that high, out of range, high voltage lead impedance measurements were observed due to possible pocket encapsulation. Re-evaluation of the lead integrity was recommended.